Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient noticed the stimulator wasn¿t working three weeks prior. They stated that the circumstances that led to it not working was it was in the wrong location; too high. Nothing was done to resolve this and the patient¿s doctor said there was nothing they could do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the stimulator was not working. No symptoms or further complications were reported.